Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 attempts have been made to gather product ID information and no further info is available visual examination of the provided photo shows the shoe horn tip has fractured. However, as the product has not returned, further analysis is could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The complaint was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in australia. H6: proposed component code, mechanical (g04) retractor. Attempts have been made to gather product ID information and no further info is available. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the shoehorn instrument snapped on reducing a reverse shoulder replacement. There was a surgical delay of ten (10) minutes and all fragments were able to be removed from patient safely. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.